Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation around one o'clock am and also positional stimulation during other times with the right ventricular (rv) lead. Capture management was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.